Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient presented to the emergency room after a vibratory alert was delivered by the device. A device interrogation revealed that the alert was for non-sustained right ventricular oversensing that resulted from right ventricular lead noise and pacing inhibition. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. There were patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after a vibratory alert was delivered by the device. A device interrogation revealed that the alert was for non-sustained right ventricular oversensing that resulted from right ventricular lead noise. The patient was scheduled for revision and the lead was capped and replaced on (B)(6) 2023. There were patient consequences reported.